Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to replace the proportional solenoid valve assembly (psol). Covidien is not authorized to service the device. Customer reported to have followed the tse recommendations and malfunction has been corrected. Customer has conducted final testing.